Event description:
Customer initially reported the male luer on the primary set degrading and breaking. During IV setup, a micro-clave is attached to the patient's venous access device, then the primary set is attached to the microclave. After the intermittent infusion is completed, the primary set is removed from the microclave. The male luer on the primary set is then covered with a dual cap alcohol-impregnated male luer cap. With subsequent use of the primary set, the dual cap is removed from the primary set and the male luer is found either broken or degraded. The customer later stated that they have changed their practice and are no longer using dual cap on the male luers; they are using sterile end caps on the male luers without any breakage issues. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.